Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0j0wx, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that there was an infection at the implantable neurostimulator site. Pain, redness and incisional wound opening were noted. The patient just went from a trial to the implant. The patient came back with side pain in the pocket site. The health care professional thought it was fluid or bacterial infection. The incision site was opening and the tissue was not holding. The health care professional irrigated the pocket site with bacitracin and sterile water. Oral antibiotics were administered. Additional information from the rep noted that the infection resolved; the doctor took measure to clear it up. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The manufacturer representative returned the implantable neurostimulator and lead to the manufacturer. The device system was explanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.